Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the local area network/interface board (lan/if) log showed frequent 'printed circuit interface (pci) supply' error with 3.3 volt (v) = 3.346v and 12v = 12.632. The 12v was sometimes high. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) installed the power inverter, liquid crystal display (lcd) display backlight into a lab use only (luo) central control monitor (ccm) and ran powered on for 1.5 hours with no observation of flickering or blank screen. The pst ran the ccm powered on for another 1.2 hours with no observation of flickering or blank screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the issue with the ccm. The fsr powered on the monitor without any flickering, however, after five minutes, the screen went blank. It was determined that the screen did not actually go blank, but the blacklight on the display went out. The icons on the display were present and the touchscreen was still functioning. The fsr replaced the backlight inverter board. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) was flickering and went blank. There was no patient involvement.